Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gall bladder surgery, when treating blood vessels, the internal applier was broken and could not be used with two cartridges. The clips did not form properly - the inner and outer parts of the clip separated. Another device was used to complete the case. There was no patient injury.